Manufacturer narrative:
It is unclear why the device was used after it had passed its expiration date. No further action was reported after this initial incident. If any additional information becomes avaiable, it will be submitted as a follow up.

Event description:
It was reported: a facility has informed us that an expired interphlex implant was inadvertently inserted into a patient. The interphlex implant expired on (B)(6) 2026, and was inserted on (B)(6) 2026. Its batch number is 1168523.